Event description:
A customer reported that during a patient procedure, using a glidescope spectrum smart cable, the picture goes in and out when the cable is moved. The procedure was completed using a backup device which was made available in an unspecified amount of time. No delay in the procedure or harm to the patient was reported.

Manufacturer narrative:
The customer declined the option to have their glidescope spectrum smart cable returned to verathon for evaluation. Since the device was not returned to verathon for evaluation, the cause could not be determined. Review of complaint history for the reported smart cable serial number "(B)(4)" identified one (1) previous complaint reported to verathon five (5) days prior. After the customer reported the initial complaint for the subject smart cable, verathon advised the customer to replace their smart cable. Upon receiving the second complaint, verathon again advised the customer to replace their smart cable. Trending analysis for the glidescope spectrum smart cables does not identify any trends exceeding acceptable limits. Review of the system risk assessment confirmed that the risk associated with the hazardous scenario has been adequately captured and characterized. Corrective action is not required at this time. Verathon will continue to monitor for trends.